Event description:
It was reported that during the check of the cable for the external pulse generator (epg), a "rift" was observed on the patient cable. The cable was sent for repair. There was no patient involvement indicated.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4) cable: analysis found that the cable had fractured. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.